Manufacturer narrative:
Pending engineering evaluation. Pending device return and evaluation.

Event description:
Both distal and proximal failures. One was using a cannulated reamer over a k-wire for reverse baseplate preparation. The distal connection disassembled itself which caused the reamer to lock onto the k-wire and jam into the bone, creating a step cut on the glenoid surface.

Manufacturer narrative:
Pending engineering evaluation. The broken tri-drive instrument reported was likely the result of the pin disassociating from the assembly, which allowed for the rear tri-drive connection and the sleeve handle to detach.

Event description:
Both distal and proximal failures. One was using a cannulated reamer over a k-wire for reverse baseplate preparation. The distal connection disassembled itself which caused the reamer to lock onto the k-wire and jam into the bone, creating a step cut on the glenoid surface.